Event description:
During a cardiovascular procedure, the surgeon attempted to cut a gelsoft knitted vascular prosthesis using a cautery. The use of the cautery on the gelatin sealed knitted vascular prosthesis caused focal burning and the graft to ignite. There was no death or serious injury.